Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ application specimen management errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Issue description: synapsys - unable process samples.

Manufacturer narrative:
H6: investigation summary. The customer reported they were unable to process samples. This was logged against synapsys material #444150, serial #(B)(4). This is an unconfirmed failure of a bd product. Cce services and the system was restarted. The issue is resolved. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. H3 other text : see h10.

Event description:
It was reported that while using bd synapsys¿ application specimen management errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " 2. Issue description: synapsys - unable process samples. "